Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site and was treated with antibiotics (type and date not reported); subsequently the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet.